Event description:
Pt was in surgery for a laminectomy. As the pt was being positioned for surgery, the adjustable tibial support component was being adjusted to appropriate heights. While the adjustment was being made, the pt's right thumb was caught in the cranking mechanism and completely severed/crushed. This required that a plastic surgeon be called into surgery to do repairs.